Manufacturer narrative:
The alleged event was not confirmed. The reported complaint symptom (fluid leaking) was not confirmed. The reported complaint symptom (hb make sure hb is on ht tray and unclamped) was not confirmed. A visual inspection of the returned cycler exterior showed no signs of physical damage. There were indications of spots or dried fluid on the bottom cover between the front panel assembly and the pump assembly. No burrs or sharp edges in cassette area that may have punctured a cassette membrane. Accelerated stress test was performed and completed without failures. There were no fluid leaks in the test cassette during the treatment test. The system air leak test passed. The valve actuation test passed. The load cell verification was within tolerance. Mushroom head check passed. Tested negative for glucose. An internal, visual inspection showed of the received cycler unit encountered insect infestation. There were no other discrepancies encountered in the internal inspection of the cycler. No indications of fluid or dried fluid within the cycler. The cause of the encountered dried fluid could not be determined. An investigation of the product history records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the product history review confirmed the labeling, material, and process controls were within specification.

Event description:
Peritoneal dialysis patient contact called during dwell 2 of 3 1hr 8mins remaining with make sure heater bag is on heater tray. During trouble shooting with technical support, it was reported that there was evidence of what appeared to be a fluid leak. Patient was advised to contact the peritoneal dialysis nurse. The liberty cycler was replaced. Additional information was solicited.